Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing impedance. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range pacing impedance measurements greater than 2000 ohms and increased threshold. The patient was noted to be pace therapy dependent. An x-ray was done as well as fluoroscopy performed during the lead replacement procedure and no apparent lead fracture was observed. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.